Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the device's inner and outer clip were separated while ligating the bile duct. The clip cartridge was able to be properly loaded onto the handle, able to disengage from the cartridge and unable to form correctly. They used another device to complete the case. The there was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the first cartridge noted it was received not applied. Visual inspection of the second cartridge noted the clips tracks were missing, the clip body was properly positioned in the cartridge. Functionally; a pmv representative instrument was used for all functional testing. The first cartridge was loaded into the pmv representative instrument, the firing handle was actuated, and the clip formed properly onto the test media. The second cartridge was loaded into the pmv representative instrument, the firing handle was actuated, the clip body advanced properly and was disengaged from the cartridge. The root cause of the observed condition was isolated to the missing tracks of the received device; however, the manner in which this failure occurred could not be determined with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.